Event description:
It was reported that the patient's carelink revealed two episodes of electromagnetic interference during working on a pool. It was recommended they have the pool checked electrically. The device remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.